Event description:
It was reported that the ventilator gave breaths at a higher rate than set. There was no patient injury.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility. Facility provides product failure investigation, analysis and resolution for the device described in this report.